Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor glucose versus blood glucose, calibration error/ calibration not accepted, sensor updating/sensor glucose not available. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7715, mmt-7841zn. Troubleshooting was performed and customer received a change sensor alert, discrepancy between sensor glucose and blood glucose after fewer than 4 days of wear, calibration not accepted and sensor updating. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7715. The customer will discontinue use of the device. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the calibration error/ calibration not accepted alert. Glucose sensor product performed as expected within the specification. It is unlikely that the reported calibration error/ calibration not accepted alert was caused due to glucose sensor. Therefore, this event is considered not confirmed. Sensor carelink additional investigation was performed for the sensor updating/sg not available alert. Sensor performing as expected. It is unlikely that the sensor contributed to the sensor updating/sg not available alert. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. No paired sgs with any bgs in this timeframe - unable to compute bias/ard. Carelink investigation cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Carelink investigation endpoint: 1khz eis logic description: change sensor due to 1khz eis logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that thesensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.